Event description:
The customer reported that there was a fluid spill on the unit. The pump was replaced. No patient injury was reported.

Manufacturer narrative:
The technician found electronic error code 51, moisture damage on the motor controller board (part number: 0671-00-0004) and broken IV pole retaining assembly (part number 0105-00-0114). Both parts were replaced. The technician performed calibration, functional tests and safety checks. The iabp met factory specifications and was returned to the customer. (B)(4).